Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) indicated for non-malignant pain. It was reported that high impedance was measured on contacts 0-7 as well as 8-9. The patient also did not have low back coverage despite multiple programming attempts to cover the area. The patient couldn't recall if they ever had coverage in the lower back because it had been a long time since they consistently used the device. No contributing factors were reported and reprogramming was done on the electrodes with normal impedances. The issue was not resolved at the time of the report. Patient medical history included a pump implant, and chronic right lower extremity pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.